Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 2 years (calculated from the date when the system controller was issued to the patient). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011. It was reported that a backup battery fault alarm sounded and the patient attempted to exchange the system controller without first contacting the vad team at the implanting center. The patient's spouse called for emergency medical services and then notified the vad team that she was not able to connect the driveline into the backup system controller. Emergency medical services arrived and connected the driveline to the backup system controller and then transported the patient to the local hospital. Upon arrival, the patient's pupils were fixed and dilated but the patient still had a gag reflex. Support was subsequently withdrawn on (B)(6) 2015. The vad coordinator reported that all of their patients have been educated not to change the system controller without notifying the vad team of the alarm status, and then with direction, to change the system controller in the presence of a caregiver. No additional information was provided.

Manufacturer narrative:
Based on the manufacturer's investigation findings, following the reported backup battery fault alarm, an attempt to exchange the system controller to the backup system controller was made and a report of difficulty completing the system controller exchange was stated. The backup system controller was not able to connect to the patient's driveline. The serial number of the backup system controller is (B)(4). This report represents the report of difficulty completing the system controller exchange. The backup battery fault alarm is reported under medwatch MFR# 2916596-2015-01863. The reported event of difficulty completing the system controller exchange event was unable to be determined as the device was not returned for evaluation. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.